Manufacturer narrative:
The customer will not be returning the unit for investigation at this time. Previous investigation have isolated the reported failure to the main pcb or the speaker assembly. No further conclusion can be drawn for this customer reported complaint since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.

Event description:
The company received a report that the unit did not provide an audio tone. No pt involvement.